Manufacturer narrative:
(B)(4). The pump was not available for evaluation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The service history review revealed that this device has not had previous service. A device history review was performed; no non-conformities were identified.

Event description:
A customer called baxter corporate product surveillance to report a flogard infusion pump in which the power cord is damaged. According to the report, the plastic coating is torn and the pump was taken out of service at the facility. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported condition of a damaged power cord was not confirmed as the sample was not available and no evaluation could be perform.